Event description:
This is filed to report device entrapment it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted the patient had an enlarge atrium. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU), but when attempting to inserting into the anatomy, the physician pushed the tip into the patient from a position that it was too far from the femoral vein access. This caused damage to the soft tip of the sgc and the natural curve of the shaft to become straighter than normal. Therefore, the sgc was not used and was replaced. One clip was inserted and successfully deployed on the mitral valve, reducing mr to a grade of 2. To further reduce mr, an nt clip was inserted. However, while in the left ventricle (lv), the clip became caught in the chordae. Troubleshooting was performed, but the clip was unable to be removed from the chordae. The physician was able to grasp both leaflets; therefore, the clip was deployed. However, the mr returned to a grade of 3-4. The physician stated that no tissue damage occurred, and the clip remained attached to both leaflets. No additional clips were inserted, and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported entrapment of the device (clip caught on chordae) could not be determined. The reported unchanged mitral regurgitation (mr) is a cascading event of the entrapment of the device. Mr is listed in the mitraclip g4 system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report number.